Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a shock equipment malfunction during operational testing. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty processor pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca . The customer was advised to replace the processor pca to return the device to working condition, however the part was on backorder. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.